Event description:
Boston scientific received information that, during a regular change out procedure, a competitor field representative and the physician attempted to get the setscrew loose; however, was unable to remove the right ventricular (rv) and right atrial (ra) lead from the device header. Technical services (ts) discussed the locations of all of the setscrews and the physician was able to get the leads out of the header without issue. No further information was provided from the competitor's field representative. There was no indication of any adverse patient effects.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that all seal plugs were intact all setscrews moved freely with the exception of the rv ring. A hole was noted in the rv ring sealplug and there was a wrench tip stuck in the rv ring setscrew hexslot. The rv ring setscrew was in the 'up' position and the wrench tip was broken off flush with the top of the setscrew. This indicates a non-bsc wrench was used to loosen the setscrew. The rv ring sealplug was removed. The retainer ring was volcanoed and the setscrew was wedged tight against it. The retainer ring was cut away and the setscrew was removed and replaced so the device could be tested. It was noted that the device was received almost one year after explant and had declared battery exhausted. Analysis of the device memory determined that therapy was available at explant.

Event description:
--